Manufacturer narrative:
A visual inspection was performed and no anomalies were noted. A longevity calculation indicated the battery was above eri and no evidence of premature battery depletion. A telemetry test was performed and the device remained stable throughout the test. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported telemetry issue could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, an issue with telemetry was noted. The device was explanted and replaced. The patient is stable. No further information was available.